Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Additional information received. As a side note, this impactor was being used in the incorrect manner, with substantial force. I don't see that, this as being a manufacturing defect. Merely, a case of misuse.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: surgeon was getting anxious about cement going off and didn't wait for the femoral impactor to be passed over and instead used the tibial impactor to impact the revision femur into place and snapped the tibial impactor head in half. Then used the femoral impactor to seat the implant. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device confirmed the reported allegation. The device was found broken in the middle section. No other issues were observed. The broken fragments were returned. According to the events mention on the description of the complaint, a tibial impactor was used on surgery on the revision femur, therefore, the reported misuse allegation can be confirmed. The overall complaint was confirmed as the observed condition of the attune rp tibial impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon was getting anxious about cement going off and didn't wait for the femoral impactor to be passed over and instead used the tibial impactor to impact the revision femur into place and snapped the tibial impactor head in half. Surgeon then used the femoral impactor to seat the implant. Procedure successfully completed with no surgical delay.